Event description:
It was reported that the patient experienced stimulation in the wrong location. It was noted that action required as a result of the event included a revision that had not taken place as of the date of report. It was noted that impedance testing and reprogramming were performed. It was noted that the lead was not giving the patient stimulation in her low back. It was noted that after several reprogramming sessions it was decided that the lead needed to be moved in order to get the back stimulating. It was noted that the patient¿s status at the time of report was alive with no injury. It was noted that the patient experienced less than 50 percent therapy relief at the lead location. It was noted that the patient was scheduled for a lead revision on 2014 (B)(6). Additional information received reported that the lead revision too place as scheduled. It was noted that the doctor extended the laminotomy and advanced the existing lead to another position. It was noted that as of the morning of report the patient was doing well. It was noted that the patient was feeling stimulation in the needed area.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger (B)(4).